Event description:
It was reported that the customer noticed her insulin pump scrolled faster than normal, when she pressed the up and down arrow keys. The customer's blood glucose level was 106 mg/dl. The customer received several button error alarms prior to this event. She also reported the insulin pump had cracks near the battery compartment, reservoir, and corners. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube lip and cracked battery tube threads.